Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication that the damaged belt receptacle caused or contributed to the event, as the device was able to detect and treat a patient. Electrode belt sn (B)(4) was not recovered from the field. Device evaluation was accomplished through a review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was reportedly at home and alone at the time of the event. Review of download data surrounding the event indicates that asystole was detected seven times from 02:49:40 to 03:07:03 the lifevest delivered a treatment at 03:13:38. The rhythm at the time of the treatment was asystole with intermittent cardiac activity. The post-shock rhythm was idioventricular rhythm @ 40 bpm degrading to asystole with intermittent cardiac activity. Oversensing of low-amplitude cardiac signal contributed to the false detection. The patient subsequently passed away. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) was not recovered from the field. Device evaluation was accomplished through a review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was reportedly at home and alone at the time of the event. Review of download data surrounding the event indicates that asystole was detected seven times from 02:49:40 to 03:07:03. The lifevest delivered a treatment at 03:13:38. The rhythm at the time of the treatment was asystole with intermittent cardiac activity. The post-shock rhythm was idioventricular rhythm @ 40 bpm degrading to asystole with intermittent cardiac activity. Oversensing of low-amplitude cardiac signal contributed to the false detection. The patient subsequently passed away. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.